Manufacturer narrative:
H3: one device was received for evaluation. The service history and event history log (ehl) were reviewed. The barrel plunger bar was greased/ran and an occlusion test were performed to verify that the issue had been resolved. The device software was updated, and the pump thereafter passed all verification tests.

Event description:
It was reported that the device failed preventative maintenance, occlusion test and exhibited a travel coarse error. There was no patient involvement.